Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and critical pump error on the screen. Troubleshooting was performed. Battery failed error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. After battery installation, a "battery not compatible" message immediately appeared. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to this unclearable error message. The attempt to download/upload using crest/thump was successful. The adapt tool lists the following battery related alerts/alarms: 57=wrong battery--10+ occurrences on (B)(6) 2016 only. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After placing a known good pcba1 and a known good pcba2 into the original case, the unit was able to boot up normally. After placing the original pcba2 onto a known good pcba1 and putting them back into the original case, the "battery not compatible" message reappeared. After placing a known good pcba2 onto the original pcba1 and putting them back into the original case, the unit was able to boot up normally again. In summary, the customer¿s report of an open book was not confirmed but that of a battery failed alarm was confirmed during testing. The battery failed error was isolated to pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Pump was returned for failure analysis.